Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the right coronary artery (rca). As the 2.5x38mm promus element stent was opened and prepped for use the physician noted flares stent struts. The procedure was completed with another 2.5x38mm promus element stent. There were no patient complications reported the patient status is stable.

Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the right coronary artery (rca). As the 2.5x38mm promus element stent was opened and prepped for use the physician noted flares stent struts. The procedure was completed with another 2.5x38mm promus element stent. There were no patient complications reported the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. Struts on the first row were raised and misaligned. The device was returned in its opened original pouch. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).